Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. A lot history review (lhr) of reyh2075 showed one other similar product complaint(s) from this lot number. The device has not been returned to the manufacturer for evaluation. Device not returned.

Event description:
Nurse reported that on (B)(6), during the maintenance, it is reported that, the nurse said that she found clear fluid was allegedly outflowing at the puncture site. Reportedly, it is allegedly, considered that the catheter was allegedly leaking at the puncture site. It is reported, nurse stated that she supposedly, pulled out 2cm of the catheter and reportedly, found there were alleged sandholes at 1cm within the puncture site. It is reported, the nurse was said to have cut it and continued using it without reporting it to manufacturer. On (B)(6) 2015, before the chemotherapy during the general catheter flushing, it is reported that the nurse said that she found the puncture site was allegedly leaking. She pulled out 2cm of the catheter and found there were alleged sandholes at 0.5cm within the catheter. As there would be one last chemotherapy, the nurse stated that she decided to cut the leaking part and continued using it. On (B)(6), the cut catheter part and the connector were sent to manufacturer for complaint.